Event description:
Nurse knocked the air supply unit off the footboad of the bed. It fell on their foot, resulting in fractured toe. Service technician checked both hangers/attachment brackets and found no defect. Technician showed the nurses how to hook it on the bed and it worked fine. This event was identified as reportable through a retrospective review.